Event description:
It was reported that, "surgeon attempted to use long screw driver to continue inserting previously inserted 3.5 screw in distal hole of short gamma nail and the surgeon could not get the screw driver to fully engage the head of the screw. The surgeon was then handed a different screw driver and completed procedure. Upon post operative inspection of screw driver, a portion of the split distal tip was broken off."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in supplemental report.